Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "the fibrous capsule in the accessible areas for visualization is thickened, rupture, I'm very afraid and worried" diagnosed via ultrasound. Patient later reported "pain, changes in shape and density". This record is for the left side. Device was explanted and replaced with another manufacturer¿s device. Per CAPA 467140 device return isn't possible at this time.